Event description:
The customer reportedly received the following results on the accu-chek compact plus system: 190 mg/dl, 120 mg/dl and 89 mg/dl. The customer states that she obtained an additional comparison with blood glucose results 506 mg/dl and 105 mg/dl on the accu-chek compact plus system. On both occasions, test results were obtained within 10 minutes. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.